Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 26jun2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. The customer¿s reported problem was confirmed.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tec called in for help on 8015bd unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. With keys not working you will have to replace the front case with keypad on unit. Confirm part # for front case w/keypad with price quote wothout tax. For 8015bd unit. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 26jun2018.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. The customer¿s reported problem was confirmed.

Event description:
(B)(4).